Manufacturer narrative:
Investigation summary: the analysis was completed based on a photo that was provided. Upon visual evaluation of the image provided in the complaint, the implant was observed to be intact. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: patient dissatisfaction with procedural outcome (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with two 285cc mentor memorygel breast implant prostheses and experienced bilateral dissatisfaction with the procedural outcome postoperatively. As a result, the patient underwent bilateral explantation on unspecified date. This report is for the right-sided prosthesis.